Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she has been having issues with sensor and blood glucose readings. They have been times were the readings are 100 points off. Customer stated her blood glucose was high at 425 mg/dl. Customer checked her blood glucose while she was on the phone and her blood glucose was 50 mg/dl. Customer declined troubleshooting for threshold suspend. Customer stated same issue occurred with two other sensors. Other sensor have had bent sensor but last one was straight. Customer agreed to return the sensors for analysis.